Manufacturer narrative:
Additional information: section h imdrf annex codes : correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer repaired the device and swapped the drawer with a new half-height matrix pop drawer. The customer successfully inventoried medications multiple times, confirming smooth slide rail movement and proper drawer locking. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was continuous hardware failure on drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative part analysis: the reported issue related to the pyxis anesthesia system es was confirmed by the bd fse. The device was initially evaluated by the bd fse according to (B)(4): fse swapped the issued drawer with a new hh matrix pop drawer. After replacement of hardware, the device was tested. The device exhibited no further issues. External inspection found no obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface of the returned matrix drawer hh pas (p/n 136397-01, date code 24jul2023). Dchu testing found no anomalies or malfunctions with the returned hh drawer assembly. Testing conducted on the pmc hh and drawer controller boards found no anomalies. Hta functional testing was conducted on the returned drawer. Testing was completed all with no errors or malfunctions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified. The returned hh drawer was thoroughly examined and did not exhibit any failures or malfunctions during testing.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was continuous hardware failure on drawer. As per part investigation, it was determined that there was no irregularities or malfunctions were observed with circuit boards and the hardware test was performed for drawers, which were locked and unlocked as expected when selected. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was continuous hardware failure on drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.